Event description:
As reported from our affiliates in saudi arabia, this was a case of a 23mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During the valve alignment, it was seen under fluoro that a valve frame strut was bent outwards. It was decided to remove the whole system and prepare new devices. The new valve was successfully implanted, and no patient injury occurred. The esheath was inspected post procedure and no damage was seen. It was suspected that once the commander delivery system was inserted into the esheath, the valve was not fully covered by the loader.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided by the site and revealed the following: patient's access vessel had present of calcification, tortuosity, and undersized vessels. Minimum luminal diameter 5.5mm required for 14f sheath per IFU. One strut bent outward, greater than 90 degrees, at the inflow side observed during procedure. One strut remained bent outward at the inflow side after valve expansion observed post-procedure. The complaint for valve frame damage was confirmed based on provided imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "resistance was encountered while advancing the commander delivery system with crimped valve through the esheath. Afterwards, during the valve alignment, it was seen under fluoro that a valve frame strut was bent outwards." Furthermore, "it was suspected that the main reason was once the commander delivery system was inserted into the e-sheath, the valve was not fully covered by the loader". Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Additionally, per 3mensio, the patient's access vessel had presence of calcification and undersized vessels. The presence of calcification and undersized vessel and steep insertion angle can create challenging pathway during delivery system advancement, leading to resistance. Additionally, per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. If the loader was not inserted through the sheath properly, the crimped valve can be exposed and interact with the hemostasis valves within the sheath hub resulting in frame damage to the inflow of valve. As such, available information suggests that patient factors (calcification, undersized vessels) and/or procedural factors (incomplete loader advancement) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.